Event description:
Boston scientific received information that this caller was performing a threshold test and had the wand over the device, however, the device did not respond and the threshold test continued.

Manufacturer narrative:
A boston scientifiic technical services consultant informed the caller that you need to hit end test and not just remove the wand. The caller was upset that in this case it was fine since the patient had his own rhythm. The consultant suspects that radio frequency (rf) was on. This issue has been mitigated via software model 2868 version 1.04. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.